Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when attempting to calibrate the microscope, they were unable to see the crosshairs to complete the calibration. No patient was present when this issue was observed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. No hardware parts were replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.